Manufacturer narrative:
Manufacturing site: (B)(4). The chikai 008 guide wire was returned with the non-asahi concomitant catheter. Tip separation was confirmed on the returned guide wire. The fracture site was located distal to the solder that was originally located 90mm from the tip. The separated tip was deformed in a hook that was likely due to intentional shaping. Microscopic observation of the proximal side of the fracture end showed that the coil was tightened and the coil diameter was reduced in size. At the same location, the core was found fractured. On the distal side of the fracture end, disarrangement of the coil was observed for approximately 2mm distal to the fracture end. Tightening of the coil was also observed on the distal side of the fracture end. The catheter was undulated at the distal segment but without noticeable damage such as kink. Correspondence of the fracture ends and measurement of the returned guide wire supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture on the returned guide wire. The applied stress would localize and therefore exceed the product design limit when movement of the guide wire was being restricted by the tortuous anatomy. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720 degrees) in the same direction. [Malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the tip of an asahi chikai 008 guide wire became detached during transcatheter arterial embolization (tae) to treat an arteriovenous malformation in the severely tortuous m2 segment. The guide wire was delivered with a balt magic catheter. The guide wire became stuck inside the catheter and the devices were removed together. Under fluoroscopy, the separated tip of the guide wire was found in the guide catheter. The guide catheter was then removed to successfully retrieve the separated tip. Mew devices were replaced to resume the procedure. Tae was successfully completed. There were no adverse patient effects associated with this event.